Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. The customer reported aspiration failure occurred during ultrasound. The returned sample was filled with fluid and saturated in returned condition. It has been found in lab testing that excessive use of any single use product may contribute to functional breakdown. The directions for use states that products are validated for single use only and should not be reprocessed or reused. The fluid saturation of the cassette resulted in the entire cassette housing turning from clear to opaque which will interfere with the console sensors and inhibit the capacity of the system to detect fluid cassette levels during normal operation. We did check for leakage within the cassette and no fluid leakage was detected. A check for unrestricted fluid flow was performed by inserting liquid into the cassette and no occlusion was observed that would have resulted in an aspiration failure. The root cause of the customer's event could not be conclusively determined. The returned condition of the cassette rendered the device inoperable as a system error occurred each time the laboratory attempted to test the cassette. Drying did not improve the condition of the cassette. No action will be taken for this occurrence as the sample condition was inoperable for a full laboratory root cause evaluation (testing cassette on console). All finished good lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported aspiration failure occurred during ultrasound mode of procedure. The procedure was completed after replacing the product with another one. There was no patient harm. Ultrasound oscillation failure can be considered, but investigation of a pak was also requested.